Event description:
The (B)(6) laboratory uses the perkinelmer screening center module of specimen gate (sgsc) software (a class I medical device) to store, retrieve, and process the data associated with specimen testing including but not limited to patient demographics, tests ordered, test results, test result interpretation, quality control results, and result codes (flags) that may be associated with the specimen from its entry into the laboratory workflow until patient report is generated and released. When sgsc software is installed, configurable settings are programmed based on the customer preferences. For instance, each laboratory enters their specific population based reference ranges that are used to evaluate if a patient's test results are normal, below or above the reference range and require further action such as repeat testing. This laboratory specific logic automates the flow of the specimen through the laboratory. The customer defines the nomenclature used for their result codes (flags), and when the software encounters the predefined result code the software processes the specimen according to the logic associated with the result code. The (B)(6) laboratory received three specimens for the patient. It is standard operating procedure in (B)(6) for the laboratory to obtain and test two specimens for each newborn. The first specimen was received on (B)(6) 2014, analyzed and reported as normal for congenital hypothyroidism disorder on (B)(6) 2014. The second specimen was received on (B)(6) 2014, but deemed as of unsatisfactory quality per laboratory protocol. A report was printed stating the specimen was unsatisfactory, requesting another specimen on (B)(6) 2014. A third specimen was received on (B)(6) 2014. The t4 initial result was low, triggering a confirmation request for t4 and tsh analysis. The second test for t4 and first test for tsh were qc rejected. The second test for tsh was elevated and accepted by the laboratory. The third test of t4 had no result and was automatically qc rejected via programming in specimen gate per normal operation. The laboratory manually applied an abnormal result code for t4, but failed to change the status to acceptable. Upon accepting results a fourth request was created for t4 due to the specimen having a qc rejected status, which the laboratory cancelled. At this point there was not a valid t4 result, so the laboratory could not print the patient report and contacted perkinelmer for assistance. Per the laboratory's request, perkinelmer modified the status of the third t4 result from qc rejected to acceptable to allow the patient report to print. Since there was no valid t4 result, the patient report showed an "x" for the t4 result. Laboratory identified the mistake prior to releasing the patient report. The laboratory then edited the report to display the initial t4 result and released a final report. No report containing erroneous results was released by the laboratory. Unrelated to this event, the laboratory system indicates the newborn died (B)(6) 2015. (B)(4).